Event description:
It was reported that a patient incident occurred with the electrosurgical unit (esu/generator) and its two pedal footswitch (part number 20189-009, lot number: information not provided). No information was provided in regards to any other accessories used. Per the provided documentation, it came to a blockage of an erbe two-pedal foot switch intraoperatively on (B)(6) 2018 as part of an ercp (details of the blockage unknown). The blockage of the foot switch (according to the prosecution's report: blue pedal) resulted in an "excessively large initial cut" in the area of the papilla duodeni and the cut in the tissue (exact location and extent of the injury are unknown to us) was closed with clips. The follow­ up examination showed a pneumoperitoneum in the right upper abdomen and dilatation of the intrahepatic bile ducts and the common bile duct with aerobilia on the left (as described in the court letter). The patient wasdischarged on (B)(6) 2018. A laparoscopic cholecystectomy was then performed on (B)(6) 2018. In (B)(6) 2018, the patient presented again with abdominal pain and a stenosis was diagnosed at the site supplied with the clips, whereupon a "biliary prosthesis" was made (presumably this is a biliary stent). This was removed in (B)(6) 2018. The patient was then only able to work to a limited extent.

Manufacturer narrative:
The patient event occurred more than four (4) years ago, but only recently reported to erbe. The erbe equipment was not available for an evaluation (note: it was reported that a safety check was performed on (B)(6) 2018 on the esu by an external tester just prior to the event, but the results of the check were not provided.). No anomalies were found in the device history record (DHR) of the involved generator. Per erbe's notes on use (nou) regarding the footswitch, the footswitch must be checked for damage and its functionality verified prior to each use. Additionally a blockage of the blue pedal could not cause an excessive cut, as only the yellow pedal activates a cutting effect. Based upon the provided information, no determination could be made as to what caused the incident. No trends have been identified and erbe USA, inc. Is now closing the file on this event.